Event description:
The electrophysiology catheter would not complete the curve inside or outside the patient's body, despite several efforts by the doctor and nurse. The device was replaced by a new device without injury to the patient.